Event description:
It was reported that during an unknown respiratory surgery, the cartridge could not be loaded into the jaw and removed at the 2nd firing. The sales rep thinks that it may not be possible to load physically. The device was not used for the patient. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch #824c31. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the vasecr35 reload was returned unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 824c31, and no non-conformances were identified. The lot/batch 870c01 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.